Event description:
An eye care practitioner reported that patient had been treated at a local hospital for a central ulcer which was called a suspected microbial keratitis. The eye care practitioner could not remember the patient's name, therefore is unable to supply any further information relating to this incident. They have agreed to provide additional information if they are able to identify the patient. No further information is available at the time of this report.